Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and ER visit. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient reported that on (B)(6) 2013, his blood reach 900+ mg/dl for about 48 hours after the pod was activated. He stated the high bg was not caused by the pod but from consuming a pizza and a dessert of cinnamon sticks with icing (carbohydrate count was not provided) which elevated his blood glucose drastically. He checked for ketones and there were none present. He went to the emergency room and upon arrival he was given sodium intravenously and a manual injection of long-acting insulin (exact dosage was not provided). The pod was discarded at the ER. His blood glucose came down to 460 mg/dl and he was released for the ER. There were no additional blood glucose level, carbohydrate count or insulin dosages provided. He stated that his healthcare provider instructed him to go manual injection of long-acting insulin until his treatment is completed on (B)(6) 2013.